Event description:
The patient was hospitalized twice in 2007 for elevated blood glucose levels and dka. The patient's mother also reported that the pump keypad was damaged.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged keypad, but demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.